Event description:
It was reported that the patient's incontinence gradually returned with their artificial urinary sphincter. The patient experienced urethral atrophy. The issue was diagnosed in clinic. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cm h2o balloon boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.